Manufacturer narrative:
Integra has completed their internal investigation on 22jun2016. The investigation included: methods: evaluation of actual device; review of device history records. Review of complaint history. Results: evaluation of device: the unit was received disassembled. The retainer was missing over the swivel sleeve. Device history record reviewed for this product ID lot code/work order: (B)(4) manufactured on 01/29/2016 show no abnormalities related to the reported failure. A total of (B)(4) devices were manufactured on this lot and all passed the required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in the complaint system for this reported failure and or related to "clamp came off from the clamp body " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. The customer complaint was verified. The root cause can be attributed to a missing retainer, (B)(4), over the swivel sleeve. It is uncertain if the retainer was not installed during the assembly of this product per its respective work instructions. This is an isolated incident and will be monitored for trending.

Event description:
The swivel sleeve came off from the clamp body together with the rocker arm. The issue was found during the inspection for incoming goods by the distributor. Therefore, there is no patient contact or patient injury.